Event description:
Involved a female patient hospitalized for a bladder globe. The catheter self-expelled few times and we noticed the balloon was cracked. The patient was transferred into the neurology and the same issue happened. The patient was re-catheterized 3 times. We noticed this balloon was cracked also. Before the insertion, the devices had been tested and there was no issue. No lot# provided but it seems that different lot numbers were involved. The consequences were minor for the patient.

Manufacturer narrative:
(B)(4). There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted and investigation will be based on documentation review. Based on complaint description it was reported that customer experienced leak balloon. Leaking balloon may have happened due to several reasons such as being in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative's compounds. Balloon could also leak as a result of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature by c. Wek, t.p. Fox and g.h. Muir on spiculated bladder calculi: the culprit for repeated catheter failure cited that bladder stones are often more like a hedgehog rather than a smooth pebble in appearance, so it is not hard to imagine how they would make a catheter balloon leak. Based on literature, salty like sediment could also possibly lead to leak balloon. Robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production. Samples were inflated with 10ml distilled water and soak in water at 37 c for 14 days according to ptm 028 (functional test for foley catheters). Samples were removed from soaking after 14 days and check for any leakage or split. No issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure (spm-a51-003 and spma52- 004)the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Conclusion: due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related eve.

Event description:
Involved a female patient hospitalized for a bladder globe. The catheter self-expelled few times and we noticed the balloon was cracked. The patient was transferred into the neurology and the same issue happened. The patient was re-catheterized 3 times. We noticed this balloon was cracked also. Before the insertion, the devices had been tested and there was no issue. No lot# provided but it seems that different lot numbers were involved. The consequences were minor for the patient.